Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor did not work. The monitor was replaced and the monitor turning off abruptly was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733623, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon monitor abruptly turned off. They were going to replace the monitor. There was no patient involved in the event.